Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. He device was not returned.

Event description:
It was reported to nevro that the patient experienced loss of sensation and motor function in their lower extremities due to an epidural hematoma. The physician does not believe this to be related to the device. The hematoma was evacuated and the device was removed. The patient was hospitalized and is recovering.